Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a foreign healthcare provider (hcp) via a clinical study and manufacturer's representative. It was indicated the catheter was modified (revised) on (B)(6) 2019. The outcome of the event was unknown. It was indicated the serial/lot number of the modified catheter segment was (B)(4), however, it was confirmed the lot number of the patient's catheters were both 0215413048. The patient's medical history included nociceptive pain (injury to tissue other than nervous system), cervix cancer of active status with a year of diagnosis of 2018, and cancer related pain of type disease burden/progression. The patient was not taking non-intrathecal movement disorder and/or pain prescription medications. Additional information was received from a foreign healthcare provider via clinical study and manufacturer's representative. It was indicated the catheter was reviewed and no issue was found. It was additionally stated there was a revision to the lumbar area and an additional suture was placed to the muscle to prevent further leakage of csf. The catheter was not modified. The site confirmed the catheter lot number was 0215413048.

Event description:
Additional information was received from a foreign hcp via a clinical study on 2020-aug-06. It was reported that the patient also experienced headaches.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated a lumbar suture was performed on the insertion site on (B)(6) 2019. The event was considered resolved without sequelae as of (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a clinical study on 2020-sep-11. It was reported that the headaches occurred on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0215413048, implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, lot#: 0215413048, implanted: (B)(6) 2019. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-mar-2020, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 22-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving hydromorphone (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported an examination on (B)(6) 2019 indicated there was leakage/discharge of cerebrospinal fluid (csf) by the lumbar region. A lumbar suture of the catheter insertion site was performed on (B)(6) 2019 and required in-patient/prolonged hospitalization. The event was considered not related to the device/therapy and related to the implant procedure (incisional site/device tract/lumbar site). The event was considered ongoing. Further complications were not reported. It was indicated the patient was receiving hydromorphone "40 mg / 50 ml saline solution, continuous infusion."